Event description:
It was reported that an ilet user experienced hyperglycemia for about two hours after forgetting to announce a breakfast meal; the dexcom g7 cgm showed 320 mg/dl and a confirmatory fingerstick measured 294 mg/dl, which was entered for calibration, and the ilet delivered correction insulin. Symptoms included hyperglycemia. Outcomes included no medical intervention beyond routine device-directed corrections. Investigation included user interview, review of device use, and confirmation of infusion set change on the abdomen the prior morning. Investigation of this case revealed that the event was associated with a missed meal announcement leading to postprandial hyperglycemia, with the cgm and ilet functioning as designed and providing correction dosing. It was concluded, based on previously established findings for similar reports, that user-related factors were the most likely cause.